Event description:
On 1/11/2007, a trinity biotech (trinity ) sales representative made a routine sales (phone) call to the laboratory director of medical diagnostic laboratories (mdl). The laboratory director stated that one of the lab technologists was "splashed with reagents" while operating a nexgen four automated analyzer. Trinity opened a complaint file and began investigation of the incident. The trinity field service manager made a site visit on 01/12/2007 to mdl and submitted the following report: "on 12/27/2006, the technologist was operating the nexgen four analyzer. The nexgen produced a "missing liquid" message indicating that it was unable to pipette several prediluted samples from their predilution tubes to the microplate. The tech removed the carousel sectors and manually pipetted the samples of the plate. She then was in the process of returning the sectors to the carousel when the right plotter (sample arm) began to move and struck her arm with enough force to knock the plotter out of alignment." While the technologist was wearing the proper ppe (personal protective equipment), including goggles lab coat, gloves, she violated all safety features and instructions as noted: the top blue safety cover was removed from the instrument (nexgen). The nexgen was not placed into pause mode. The microplate was in the working position and was not moved to the front of the nexgen for access. The carousel rotate function was not used to bring the sector positions to the front of the nexgen and the front carousel access door was not used. The technologist was reaching over and into nexgen and attempting to replace a sector onto the rear of the carousel when the incident occurred. The technologist ignored the warning on the carousel access door. The device (nexgen) was operating as designed and all safety features and warning signals were functioning properly. If the safety features had been adhered to by the technologist being struck by the plotter arm should not have occurred. Trinity has not received any other complaints of this nature related to the nexgen instruments, this incident is specific to this site and this technologist. It is believed to be a training issue with this technologist. This event is linked to importer report #1318354-2007-00002. Corrective actions taken: a field service engineer from trinity biotech is on site for the week of 01/15/2007. He has inspected the operation of the nexgen and found it to be functioning properly. He is also conducting a retraining of all technologists, including the 1 involved in the incident, at this site on proper operation and safety features.